Event description:
The pieces have separated.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.